Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID (B)(4) implantable cardioverter defibrillator implanted: 2007 (B)(6); product ID 694965 implantable tachy lead implanted: 2007 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments. Analysis was performed and no anomalies were found.

Event description:
It was reported that after the prophylactic extraction of the right ventricular (rv) lead, the right atrial (ra) lead became dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.